Event description:
A discordant, falsely low magnesium (mg) result was obtained on a dimension vista 1500 instrument on one patient sample. The discordant result was released to the physician and immediately questioned. The sample was rerun on an alternate instrument and that result was reported to the physician as the corrected result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant mg result was unknown. The tsc instructed the customer to replace the sample probe 1, clean the sample drain and aliquotter and to prime the probes. The instrument is performing within specifications. Further evaluation of the device is not required.